Event description:
Pt reported the up, down, and check buttons on the infusion device are defective. The infusion device did not display any alert or error messages. Pt switched her backup infusion device. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.